Event description:
It was reported the rigid video scope image was occasionally dropping out. The issue occurred during preparation for use of unknown (diagnostic) procedure. The procedure took a little longer but was completed with same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section was cut. The protector of the video cable section being cut; most probable cause was traced to a component failure, without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope image was occasionally dropping out. The issue occurred during preparation for use of unknown (diagnostic) procedure. The procedure took a little longer but was completed with same device. There were no reports of patient harm.